Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a very bright image and the color was not proper during a therapeutic laparoscopic cholecystectomy. There were no reports of patient harm.

Event description:
It was reported that the issue was found during sedation with the device inside the patient, during a therapeutic laparoscopic cholecystectomy procedure that was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information on procedural information provided by the customer. Updated fields: b5, h2, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: "flickering is coming" and "nut are corroded". A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions "breakdown", "scope is very bright after and color is not proper", "vision is very bright", "flickering is coming" and "nut are corroded" was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.